Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. (B)(4) submitted for adverse event which occurred on (B)(6) 2018. (B)(4) submitted for adverse event which occurred on (B)(6) 2018.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2012 and mesh was implanted. It was reported that the patient underwent exploratory laparotomy, small bowel resection and partial resection of the mesh on (B)(6) 2018. It was reported that the patient underwent removal surgery, laparotomy and small bowel resection on (B)(6) 2018. It was reported that the patient experienced adhesions, small bowel obstruction, sepsis, gangrene, ischemic bowel, nausea, vomiting and intractable abdominal pain. It was previously reported that the patient underwent hernia repair surgery on (B)(6) 2009 and mesh was implanted. Other procedure is captured in a separate file. No additional information is provided.

Manufacturer narrative:
Additional information: d4, h4. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Date sent to the FDA: 01/24/2022.

Manufacturer narrative:
Date sent to the FDA: 4/6/2021.